Manufacturer narrative:
Date received by manufacturer: 28jul2019. Report date: 10sep2019. The service engineer installed new touchscreen, performed touchscreen calibration, and the unit passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 16oct2019. A touchscreen assembly was returned for analysis. An investigation was performed and the resistance ratios were out of specification, fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019.

Event description:
The customer reported touchscreen will not calibrate. It is unknown if the device was not in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.